Manufacturer narrative:
(B)(4).

Event description:
It was reported following a battery replacement, impedances were measured and the results indicated a short was still present from prior to the replacement. Impedances between electrodes 0 and 2 were 34 ohms. The lead was tested and the results showed the short was "positional" because impedances were normal at some times, but low at other times. The cause of the short was unknown, and the device was going to be programmed around the short.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: lead model 3391s-40 lot #v395403 implanted: (B)(6) 2011; extension model 37085-60 serial #(B)(4) implanted: (B)(6) 2012; ipg model 37603 serial #(B)(4) implanted: (B)(6) 2011; lead model 3391s-40 lot #v259776 implanted: (B)(6) 2011; extension model 37085-60 serial #(B)(4) implanted: (B)(6) 2011.